Event description:
Ous MDR. The patient arrived at the clinic in 2006, suffering from slight decompensation. The following day at 7:20 a.m., the patient was found in an asystolic state. An external defibrillation followed and pressure massage was performed on the patient. However, no sinus rhythm was detected. The screen in the emergency vehicle detected a vf during the transporation of the patient to intensive care, which was terminated by external defibrillation. The ECG displayed a replacement rhythm. During the interrogation of the ICD at 8 a.m., another vf manifested itself. The programming header was removed from the ICD; however, the ICD did neither detect nor apply therapy. The programming header was then re-applied and two 30 j shocks were manually administered. The ICD delivered these shocks, however, the vf could not be stopped. The reanimation attempts were unsuccessful and the patient was declared dead.

Manufacturer narrative:
Ous MDR. In summary, we were unable to detect a device failure during the non-destructive analysis. The device reliably detects fed fibrillation signals with a signal amplitude above the sensing threshold of 0.8 mv. The episodes stored in memory documented normal signal detection. The manually triggered 30 j shock deliveries from 2006 were performed correctly. There is no indication for a device failure.